Manufacturer narrative:
The device was not returned. The impella rp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
We received a publication from hindawi, case reports in cardiology, volume 2019, article ID 4591250, 6 pages that a (B)(6) caucasian male had impella rp pump inserted in the right femoral vein. On day 3, the rp pump was explanted uneventful and surgical repair of the right common femoral artery was uneventful, despite confirmation of antegrade flow beyond the femoral artery, fasciotomy of the anterior compartment of the right leg was performed because of elevated compartment pressure and clinical evidence of limb ischemia. There was evidence of hematoma and myonecrosis in the right thigh, which was treated with resection of the affected muscle. The patient slowly recovered and was discharged to inpatient rehabilitation on hospital day 30.